Event description:
During left ventricular assist device pt support, the bvs console stopped pumping and displayed "system failure" alarm. The backup systems were used with no problems to the pt. Abiomed field service engineer was unable to duplicate the problem. He re-seated all the boards in the card rack. The unit then operated properly.